Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a set breaking during infusion was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2477-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem nv bld 1ss dehp free experienced defective/damaged tubing, and leakage. The following information was provided by the initial reporter: material #: 2477-0007, batch/lot #: unknown. Blood tubing broke while infusing, blood spilled onto floor.